Event description:
It was reported to boston scientific corp in 2008, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed four days prior. According to the complainant, after the prolieve catheter was initially placed and prior to the procedure, it was observed the catheter had migrated out of the pt. Additionally, it appeared there was a leak in the anchoring balloon. The physician replaced the catheter and successfully completed the procedure with another prolieve thermodilatation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.